Event description:
The complainant reported that an impella rp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, the pump triggered a 'placement signal not reliable' alert. Although the pump was advanced, the alert persisted. Despite this, the pump continued to provide circulatory support but was unable to calculate flow rates. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of placement signal issues, per FDA recommendation. The investigation of placement signal issue has been completed. No product was returned for evaluation. Data logs were reviewed. The root cause of the placement signal issue was most likely due to sensor drift. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. Please refer to DHR checklist for indication of: "there were 5 other product malfunction complaints (B)(4) in subcomponent lot#: 2024320708 related to this failure mode with a total lot quantity of (B)(4)." This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer.

Event description:
Additional information care was eventually withdrawn, and the patient expired.

Manufacturer narrative:
Corrections that were made from the initial manufacturer device report number 1220648-2025-31072. B1 adverse event updated. B2 death and death date updated . B5 updated to include death description. H6 updated to include death coding.